Event description:
Patient reported to provider, that the red barbed adapter broke off into the patient's gj tube twice. One of them causing the pt to go to the hosp to have it removed. The second time the pt was able to remove the red tip with pliers.

Manufacturer narrative:
The returned product was visually inspected. It was observed that the red tip was broken off of the red adapter and remained in the gj feeding tube. Zevex is thoroughly investigating this case and has not drawn any conclusions.